Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 11 apr 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 9611594-2022-00038 for the second report. It was reported that the patient threw up the tube after 5 days of placement and the tube appeared frayed. Additionally, the tip of the tube remained inside of the patient; the patient was given medication to increase motity, kidney, ureter and bladder (kub) xray [was performed] and there was a daily watch for movement as well as a colonoscopy to scope to try to move the tip of tube. At the time of the report, the tip of the tube remained inside of the patient and the patient experienced nausea and discomfort.